Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "twenty-year survivorship of cementless anatomic graduated component total knee arthroplasty¿ which examined the long term results and twenty (20) year survivorship of cementless, fixed bearing tka system using a tibial component without screw fixation. The study followed forty-seven (47) patients who received seventy-three (73) knees between 1984 and 1986. It was identified in the article that out of the fifteen (15) knee failures, there were twelve (12) revisions occurred for failed metal backed patellae among unknown number of patients. It was also noted that the patellar component failures occurred via severe polyethylene wear and subsequent metallosis and damage to femoral implant. There has been no further information provided and the patient(s) outcome is unknown.